Event description:
Boston scientific received information that during a device replacement procedure, the device (model h230 sn (B)(4)) was removed . A torque wrench was used to disconnect the lead from the header. When the lead was connected to the replacement device, visual inspection revealed the pace/sense portion of this lead was damaged. Measurements revealed high out of range impedance values. It was thought the lead was fractured at the terminal pin area. A decision was made to replace this lead. The lead was surgically abandoned and replaced. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and there will be no return of product. Boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.